Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, externalized conductors were observed under fluoroscopy. The lead was capped and replaced. The patient was stable.